Event description:
Complainant alleged that during incoming inspection, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a thermal pad/isolator on a transistor on the pace/defib (pd) engine board. The pd engine board was replaced to resolve the report. A replacement device was sent to the customer. Analysis for reports of this type has not identified an increase in trend.